Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is cardiopulmonary arrest, heart failure with reduced left ventricular ejection fraction and coronary artery disease.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Bench testing found the device to be normal.